Manufacturer narrative:
Other text: one infusion pump was received for evaluation. Visual inspection found tamper seals are intact, pump is in good condition with no appearance of physical damage. The device s event history log was reviewed for evidence of the reported event multiple primary audible alarm post error was found. To conduct functional testing, the device was powered up and audio test was performed. Upon power up and audio test, unable to duplicate the primary audible alarm post error at power up. Audio test. Unable to determine the intermittent of the error, audio test that was performed passed. The speaker and interconnect board were replaced as a preventive action. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that the device exhibited system failure: primary audible alarm background test error. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.